Event description:
According to the information there was erosion.

Event description:
According to additional information received from the physician on 9/26/05, there was vaginal erosion and infection.